Event description:
Pack opened and found black area on side of brush.

Manufacturer narrative:
Pr: (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
A photo was provided for evaluation. Visual examination shows foreign matter on brush portion of the product. One sample was opened and contained the sample with the contaminated brush. Three samples were unopened and examined for any foreign contaminate and none was observed. Production personnel from brush molding and e-z scrub were consulted. The foreign substance is not imbedded within the scrub brush and appears to be grease from the molding process. Grease is used for various parts of the molding process but is out of the product stream. The brush was contaminated with the production grease and inadvertently introduced in the product stream. The most probable cause of the foreign matter is likely caused from the production process and sample being reintroduced into the product stream by an unknown cause. Process specifications and in-process inspections are established to mitigate risk of foreign matter to the product; batch record was reviewed, including all attribute data, and no deviations or discrepancies were noted that would contribute or cause this issue. Ra review of risk management document shows that severity rating is minor for this defect. This is the first compliant reported for this lot. No further action required. This failure will continue to be tracked and trended. See narrative below.

Event description:
Pack opened and found black area on side of brush. Pictures attached.